Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details and patient information.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, it is unknown if there patient harm reported.

Manufacturer narrative:
The biomedical engineer replaced the data acquisition to motor controller cable to address the issue. The biomed states that there's no patient harm reported.

Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported the unit was in use on patient, the biomed states that there's no patient harm.